Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter inserted in the emergency department malfunctioned. Nursing staff noted that the foley catheter was bypassing during the day and night. The patient reported felt a pop after which the catheter slipped out and the balloon appeared visibly broken. The catheter was part of a kit or tray. No harm occurred to the patient. Photos were taken of the catheter, with tubing numbers 365714 and 50n096 documented.